Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s sister stated she was calling the patient and they were not answering her calls. She came home and found the patient unconscious. She stated the cgm was displaying 101 mg/dl. She performed a finger stick reading and the bg meter reading was 45 mg/dl. She indicated that the paramedics were called and provided the patient with glucose via intravenous (IV) therapy. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.